Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose of 445mg/dl while being at the endocrinologist's office. The customer stated that her glucose level was treated with manual injection at the doctor's office. The customer mentioned that the infusion set was removed and the cannula was bent. Assisted the customer to run a manual prime and the insulin did exit. No further information was provided.